Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the facts obtained during the investigation, the cause was not determined as the equipment was tested and confirmed to be operating normally according to olympus standards. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that e226 (scope communication error code) was coming while using the visera elite ii video system center. The issue occurred during maintenance. There was no patient involvement in this event.